Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. (B)(4).

Event description:
It was reported that this pacemaker was explanted due to suspected premature battery depletion (pbd). Besides intervention, no adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform that the event is no longer considered reportable as additional information was received stating that this device remains in service without any issue, it was reported by mistake by the customer.

Event description:
It was reported that this pacemaker was explanted due to suspected premature battery depletion (pbd). Besides intervention, no adverse patient effects were reported. Additional information received: this device remains in service without any issue, it was reported by mistake by the customer.